Manufacturer narrative:
The product of this event was not returned to the manufacturer and could not be analyzed, however, we investigated manufacturing and quality control records based on the lot number. According to the investigation, no potential for malfunction was found. 12,492 pieces of lot#: ak797g were manufactured, and no similar event has been reported with this lot number globally so far. The physician determined, this event as serious. The physician also commented that this event seems to be an allergic response to the membrane material used for product, because the patient is allergic to cats, and the eosinophil value and ige value were both high, as well as the adverse events occured from the sixth time of product use, which was the day before of this incident. We also reported this incident separately on MFR report number 3007340888-2020-00040. We considered, this event as "serious", because the patient's systolic blood pressure was decreased to 111 mmhg from 167 mmhg after 15 minutes of the treatment started and he went into shock. Furthermore, the systolic blood pressure decreased to 78 mmhg even after stopping of fluid removal, and administering oxygen, etilefrine hydrochloride, and sodium chloride. The patient also went into shock and treatment was discontinued, and doctors determined as "serious". The event occurred 15 minutes after the initiation of product use, and there were no similar symptoms at the time of dialysis treatment with another membrane material that was subsequently administered. Therefore, we determined the causal relationship could not be denied. In adverse reactions in IFU of rexed-s, it is described as "patients with a history of hypersensitivity reactions or those prone to hypersensitivity should be carefully monitored by the physician. It is recommended that, based on the physicians directions, treatment should be discontinued if signs or symptoms of hypersensitivity are exhibited." And "side effects such as hypertension, hypotension, headache, and nausea that may be associated with hypovolemia or hypervolemia can usually be avoided by careful management of the patient's fluid, electrolyte balance, blood flow rate, and transmembrane pressure (tmp). We will continue to monitor the occurrence of similar events carefully.

Event description:
This incident occurred in (B)(6). Aps-sa series is identical model to rexeed-s series marketed in u.s. The adverse events described below occurred in the same patient on a different day as MFR report number 3007340888-2020-00040. On (B)(6) 2020, the patient's systolic blood pressure, which was 167 mmhg at the beginning of treatment, decreased to 111mmhg 17 minutes after the start of treatment. Since he complained of feeling unwell and difficulty breathing, fluid removal was stopped and oxygen was administered. Subsequently, administration of etilefrine hydrochloride and normal saline were started, and the oxygen volume was also increased, but the patient became shock with a systolic blood pressure of 78 mmhg and spo2 88% after 1 minute. Dialysis treatment was immediately discontinued. The physician suspected dialyzer's membrane allergy and the dialyzer was changed to new one with different membrane materials and blood circuit was changed to a new one. The patient was followed up without dialysis treatment while continuing administration of etilefrine hydrochloride, and dialysis treatment was resumed after 1 hour because the patient recovered his systolic blood pressure to 142 mmhg without complaints of respiratory distress and nausea. Administering oxygen was stopped as spo2 reached 99% 1 hour and 32 minutes after resumption. Approximately 2 hours later, the dialysis treatment was completed.